Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2010, because the surgeon suspected infection. The surgeon noted during the revision procedure that the polyethylene ulna bearing and the locking pin may have been loose. The humeral condyle kit and ulna bearing were removed and replaced.

Manufacturer narrative:
This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6), 2004. Subsequently, a revision procedure was performed on (B)(6), 2010 because the surgeon suspected infection. The surgeon noted during the revision procedure that the polyethylene ulna bearing and the locking pin may have been loose. The humeral condyle kit and ulna bearing were removed and replaced.

Manufacturer narrative:
Due to the poly bearing deformation that occurred with the bearing revision, engineers were unable to determine any potential cause of the suspected loosening. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. (B)(4)

Manufacturer narrative:
User facility forwarded a report after receiving notification from biomet on september 2, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.(B)(4).

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2010, because the surgeon suspected infection. The surgeon noted during the revision procedure that the polyethylene ulna bearing and the locking pin may have been loose. The humeral condyle kit and ulna bearing were removed and replaced.